Event description:
Covidien received info stating that during use on a pt at home care, the dr confirmed the pt's saturation decreased and the device stopped cycling. The pt was not harmed or injured as a result of the event.